Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned neurovascular treatment procedure was performed when the issue happened. The treatment was completed as planned. Philips field service engineer (fse) visited onsite and tried to replicate the issue with an exposure test, but the problem could not be reproduced. Upon troubleshooting, fse observed oil leakage from the cooling unit and that the probable cause of the malfunction was clu oil leak. To resolve the problem, fse removed the cooling hose from the union, fitted a new coupling with oil as lubricant and tightened the bolts to complete the repair. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system x-ray tube was failing. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.